Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which lead attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119151.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein one of the existing leads was disconnected from the ipg and left implanted. A new lead was implanted and connected to the ipg to address the issue. Reportedly, effective therapy was achieved post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18083.